Event description:
It was reported that catheter issue occurred. The 80% stenosed, 13 x 2.50 mm target lesion was located in severely tortuous and moderately calcified left circumflex artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was extended into the vascular lumen, it twisted and fractured and was unable to be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that catheter issue occurred. The 80% stenosed, 13 x 2.50 mm target lesion was located in severely tortuous and moderately calcified left circumflex artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was extended into the vascular lumen, it twisted and fractured and was unable to be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the device did not detach completely; the device could not display the image. The device was completely removed from the patient using the normal method.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked and that there was no damage on the imaging core. Impedance testing showed an electrical open at the proximal end of the catheter between 150 - 160 cm from the distal housing.

Event description:
It was reported that catheter issue occurred. The 80% stenosed, 13 x 2.50 mm target lesion was located in severely tortuous and moderately calcified left circumflex artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. When the catheter was extended into the vascular lumen, it twisted and fractured and was unable to be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the device did not detach completely; the device could not display the image. The device was completely removed from the patient using the normal method.